Event description:
Asku.

Manufacturer narrative:
A technical service call came in the day before the lead was removed and replaced. The caller stated that there was a lead warning, no capture, and high impedance. At that time the doctor changed the sensitivity and considered repositioning. The next day the doctor ended up removing and replacing the lead. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was a lead warning on the right ventricular lead. The lead impedance was high with a measurement of 231 ohms. The lead was removed and replaced. No patient complications were reported as a result of this event.